Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional device referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a lesion with mild tortuosity in the posterior descending artery. Reportedly, two hi-torque 014 balance middle weight (bmw) guide wires were advanced without any resistance; however, the guide wires separated. The separated portions of the guide wires were retrieved from the patient by using a doc wire, microcatheter and an unspecified rx balloon. An unspecified stent and balloon were ultimately used to successfully complete the procedure. There was no reported adverse patient sequela or clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported separation appears to be related to operational circumstances of the procedure. Based on the reported information and returned analysis, it is likely that inadvertent mishandling and/or manipulation during advancement though the tortuous anatomy, the guide wire became kinked and separated while in the anatomy. The noted coils damages likely occurred during retraction from the anatomy. Additionally, the treatment appears to be related to the operational context of the procedure as the separated portions of the guide wires were retrieved from the patient by using a doc wire, microcatheter and an unspecified rx balloon. The noted bends on the guide wire likely occurred during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.